Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 7:49am 134mg/dl, 7:52am 186mg/dl, 7:55am 97mg/dl, 7:59am 184mg/dl, 8:01am 105mg/dl.